Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a rongeur was found bent after the cleaning and decontamination process was performed. There were no surgical or patient impacts associated with event.

Manufacturer narrative:
The returned rongeur was examined. The jaw was found to have fracture near the pivot joint. The cause cannot be determined since it is unknown how the device was being used or handled at the time of the breakage. A review of the DHR did not identify any manufacturing related issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.